Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their physician's office after not feeling well and experiencing shortness of breath. It was noted the right atrial (ra) lead and right ventricular (rv) lead were experiencing high thresholds since one day prior to the appointment. It was further reported that the patient was experiencing severe congestive heart failure symptoms from a preexisting condition and that the patient was admitted to the hospital following the doctor's visit. It was determined the high thresholds were due to the patient's condition. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.